Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient noticed in (B)(6) 2013 that her device was not working and she turned up stimulation and nothing happened. The patient stated that ¿a week and a half ago¿ she met her health care provider (hcp) and manufacturer representative. The clinician programmer ¿was not connected¿ and the hcp gave the patient some medication, ¿mybratick,¿ because the device was not working. The patient had been on program 3 at 2.0 volts and she ¿cranked it up¿ but did not feel anything. Changing programs did not work either. The patient also stated that she was a ¿small person¿ and the leads were ¿always sticking out like a bump.¿ the patient stated that there was ¿not enough room to bury it¿ and it had worked up until (B)(6) 2013. The patient stated that there was an ¿error gone wrong somewhere.¿ the patient noted that the medication worked but it was ¿lifelong¿ and the side effects were ¿extremely bad and expensive.¿ there was no known accident or incident related to the event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0433b, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0433b, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2013 that the patient was experiencing a loss of therapeutic effect. The device "sorta" worked after implant but the past 2 weeks her symptoms had gotten pretty bad. The patient was not feeling stim. The patient switched programs and adjusted voltage. At first the patient noted 0.7 volts was uncomfortable but then felt she just needed to get used to it. There was comfortable stim in the bicycle seat area. It was later reported on (B)(6) 2013 that it was painful when the patient would lay down. The patient was not sure what program she was on as she didn't have the programmer with her. The patient planned to try turning down the stimulation when lying down to see if that would help as it was a stabbing pain. It was later reported on (B)(6) 2013 that the device did not control patient's symptoms. The patient contacted manufacturer's help line and made an adjustment. The resultant stimulation was "a little better" but not sufficient. It was stated that the patient needed to contact the help line for more help. The patient was still having concerns with her device or therapy but was working with her doctor or manufacturer's representative. No appointments were scheduled. It was stated that the representative referred her to the help line which she contacted. It was later reported on (B)(6) 2013 that the patient was experiencing a loss of therapeutic effect. The patient was using the bathroom more and more in the past week. The patient flew last week and turned off while security and ever since didn't feel the same. The patient didn't feel stimulation like she used to in the beginning. The patient never had to increase like this before. The patient had tried all four programs just to see if she started to feel any stimulation. Patient was in 3 and didn't feel anything so she went to the next program. The patient didn't feel it in the bicycle region like she used to. The issue occurred one week ago post flying. The patient was at home. It was also noted that where her leads were located, they had always stuck out. It looked like a pencil sticking out. It was noted that the doctor was going to probably adjust these leads to fix this. At the ins location the patient had pain and at times while sitting this would gets sore. The lead location was annoying and felt tender. If additional information is received, a follow up report will be sent.